Event description:
Customer reportedly obtained results of 10mg/dl, 11mg/dl, and 144mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.